Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) made a high pitched sound and shut off while on patient. No patient harm has been reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
E3 is unknown (initially it is submitted as "other healthcare professional"). A getinge field service engineer (fse) evaluated the iabp and was able to verify 118 in the units fault log. To fix this issue, the fse replaced the whole display assembly. The fse then performed functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.